Manufacturer narrative:
The tandem t:slim x2 pump user guide states to not use any other insulin with your pump other than u-100 humalog® or novolog®. Only huma­log® and novolog® have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (highest of 530 mg/dl), and was addressed with manual injections. Reportedly, the cause of the elevated bg levels were unknown, but could be due to the infusion site being inserted into an area with lots of scar tissues. Additionally, the customer is very resistance to insulin. During the call, the customer mention humulin u-500 insulin was being used. Recommendation was made to consult with health care provider regarding diabetes management,